Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation results. Results - 3252 is based upon evaluation of user facility information & the returned sample; 213 is based upon functional testing of the returned sample. One used 8f angio-seal evolution device was received for product evaluation. The hemostasis sheath was returned mated with the carrier tube assembly. No other accessory components were received. Visual inspection revealed that the hemostasis sheath was found kinked. The carrier tube assembly was appropriately mated with the hemostasis sheath and the deployment sleeve was in the full rear lock position with the color bands fully exposed. No portion of the compaction tube and suture were exposed or visible at the distal tip of the sheath. Neither the anchor nor collagen were returned. The button was found stiff upon receipt. No other visual anomalies were observed on the returned device. The device was then disassembled and the gearbox assembly was visually inspected. The gearbox assembly was in a completely distal position and properly seated in the grooves of the lower handle. The drive gear was found properly seated. The suture could be seen tethered to the spool and there were several turns of suture remaining on the spool. The carrier tube was then cut and the distal end of the suture could be visible. Microscopy analysis revealed that the distal end of the suture appeared to be cut with a blade. No compaction tube was found within the carrier tube. Functional testing was then performed on the gearbox assembly. The green button was manually pressed and tension was applied to the suture. The suture was released with extreme resistance. Manual force was then placed on the drive gear to advance the rack. However, extreme resistance was met due to the presence of dried blood-like substances. Force as then applied to the rack to advance the rack. The resistance was quickly overcome as the dried blood-like substance was loosened. After loosening of the dried blood-like substance, the rack was able to be advanced smoothly. No other functional anomalies were noted. Based on the provided information and investigation results there is no evidence that this event was related to a device defect or malfunction. Based on the investigation results, it is likely that the anchor and collagen portion of the suture appeared to have been cut with a sharp edge. However, the exact cause of the reported event cannot be definitely determined based on the available information.

Manufacturer narrative:
This report is being submitted as follow up no.1 to provide the DHR review. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been received for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Event description:
The user facility reported that while deploying a 8 fr angio-seal evolution device the entire system pulled out of the leg. According to the tech who worked the case, he believes that the doctor was not depressing the button on the evolution while he was pulling the evolution out. They held pressure at the puncture site for one hour. Vascular surgery was consulted and determined that nothing else needed to be done. The patient did well. The patient was stable and the procedure was completed successfully. Femoral artery was injured. After pressure was held, no further intervention was required. Estimated blood loss was less than 250cc. Additional information was received july 18, 2019: the procedure performed was a pci (percutaneous coronary intervention) with rotablator atherectomy and impella. A 14fr procedure sheath was used. The patient had (peripheral artery disease) pad. A perclose device was used prior to using the angio-seal device. A pre-deployment angiogram was performed.